Event description:
It was reported that the ventilator's display was dim. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs), and battery. The ventilator passed self-testing.